Manufacturer narrative:
The air supply module was evaluated by the MFR and the cause of tha problem was found to be related to termperature drift in the pressure transducer.

Event description:
Sporadic drop of both inspiratory flow and inspiratory pressure. Great increase of fio2 concentration. Pt slightly injured. Alarms functioned according to specifications.